Event description:
It was reported that an ilet exhibited rapid battery depletion and subsequently would not hold a charge, with the device dropping from full charge to single digits within a few hours and later failing to charge, consistent with a power and battery malfunction of the handheld component. Customer care provided assistance that included gathering use information and arranging device replacement. Investigation of this case revealed a malfunction consistent with battery performance failure. No adverse clinical symptoms reported. Outcomes included the user discontinuing pump therapy and transitioning to multiple daily injections while continuing cgm use until replacement arrives. It was concluded that the device experienced a power-related malfunction and required replacement.